Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with all of the tests results from results obtained. The customer's expected fasting blood glucose test result range is 115 to 137mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/23/2018 and open vial date is within the month of (B)(4) 2016. The meter memory was reviewed for previous test result history (date / time not set): a 308mg/dl, (B)(6) 2016 05:10 pm, fasting: yes. A 329mg/dl, (B)(6) 2016 06:00 am, fasting: yes. A 188mg/dl, (B)(6) 2016 11:57 pm, fasting: yes. A 224mg/dl, (B)(6) 2016 11:55 pm, fasting: yes. A 216mg/dl, (B)(6) 2016 11:54 pm, fasting: yes. The customer takes her blood test fasting. She has not had any changes in her diet or exercise. The customer takes insulin to manage her diabetes.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Richard is calling on behalf of the customer. The customer is concerned with all of the tests results from results obtained. The customer's expected fasting blood glucose test result range is 115 to 137 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/23/2018 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer takes her blood test fasting. She has not had any changes in her diet or exercise. The customer takes insulin to manage her diabetes.